Event description:
A consumer reported that their family member used a neck wrap for 8 hours overnight and developed burn, blisters, and pain. They were treated by their physician and prescribed silvadene 1% ointment. At the time of the call the symptoms were improving. The family member also reported that their family member received debridement treatment for their reported burns. The consumer returned their completed questionnaire and a copy of their physical therapy order form for whirlpool treatment and debridement of third degree burn to left hip. The consumer did not provide information regarding the status of the burn symptoms in their questionnaire. No other medical records have been received to date, but have been requested to be released from the consumer by their physician and the physical therapy department.